Manufacturer narrative:
Returned product consisted of an ams800 control pump. The ams800 control pump was visually, microscopically, and functionally tested. No leak was determined. The pump failed the high flow rate test. Inspection of the remainder of the device revealed no other damage or irregularities. There is no evidence the device was used contrary to product labeling per the dfu. The dfu lists urinary incontinence as a potential adverse event. A risk review is not required as the complaint was determined not to be associated with training, a new product, or a new hazardous situation. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced recurring incontinence with ams 800 urinary control system. The control pump was removed and replaced with a new one. No further issues were reported in relation to this complaint.

Event description:
It was reported that the patient experienced recurring incontinence with ams 800 urinary control system. The control pump was removed and replaced with a new one. No further issues were reported in relation to this complaint.